Manufacturer narrative:
The company representative confirmed and replicated the reported event. The nonconforming power printed circuit board (pcb) was replaced to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. This non-conformance was determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the nonconforming power printed circuit board (pcb). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating console presented a system message and sparks in the cable during a cataract surgery. The procedure was aborted. There was no report of any patient harm. Additional information has been requested but none received till date.